Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 19:16:10. During night drain cycle three, the patient's ultrafiltration reading was 657ml, indicating the home patient (hp) drained 657ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect and use error of setting the minimum drain volume percent too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.